Event description:
It was reported that the micropituitary was broken at the tip/hinge during use in surgery. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirmed the dynamic upper shaft is broken at the pin hole. Breakage suggests that excessive force was applied to the hands.